Manufacturer narrative:
Pump received with intermittent button response due to escape and act button was flat button dome. J2 connector was inspected and locked on lcd board. Pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was not responding and was difficult to press. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 74 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.